Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome cutting wire broke when power was applied. The issue occurred during an endoscopic thoracic sympathectomy while the patient was under sedation. The procedure was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: d4 - lot number: 4yv07. H4 - device mfg date: 11/7/2025.

Event description:
No additional information received from customer.